Event description:
The deep brain stimulator battery underwent rapid battery depletion. It was replaced (reference mfg. Report # 3004209178201005511). Troubleshooting with the replacement deep brain stimulator revealed impedances less than 50 ohms on bipolar electrode pair 0-2. The device delivered therapy using electrodes 0-2. Impedances readings greater than 2000 ohms were also reported. The battery measurement had changed from 3.72 to 3.67 (usage dates not reported). Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4)